Event description:
It was reported that during an unknown procedure, the surgeon could not get the device to staple. Another device was used to complete the procedure. No adverse consequences reported. No other details are available.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Protruding staples. The analysis results found that the device was received in good visual conditions and with a reload loaded in the device, the reload was received fully loaded with staples, which were noted to be protruding. It should be noted that an inadvertent movement of the firing trigger after disengaging the safety might cause the staples to fall out. It is important to ensure that the tissue is secured with the retaining pin and the adjusting knob is set in the firing range before disengaging the safety. Therefore, it is imperative that disengaging the safety be the last step prior to firing. The device was tested with a test cartridge, and it cycled, fired, and formed all the staples as intended. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.